Manufacturer narrative:
(B)(4).

Event description:
It was reported "the patient due to anterior wall myocardial infarction, the normal placement of the balloon catheter, placed in the patient's body after the device frequent alarms, taking into account the patient's emergency situation, replacement of the balloon catheter re-insertion, withdrawal of the catheter was found to be the center lumen of the balloon fracture". Additional information states that the second catheter was not inserted into the same insertion site. The paient's current condition is reportes as "fine.

Event description:
It was reported "the patient due to anterior wall myocardial infarction, the normal placement of the balloon catheter, placed in the patient's body after the device frequent alarms, taking into account the patient's emergency situation, replacement of the balloon catheter re-insertion, withdrawal of the catheter was found to be the center lumen of the balloon fracture". Additional information states that the second catheter was not inserted into the same insertion site. The paient's current condition is reportes as "fine.

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was returned in the cardboard box and was loosely packed within the original packaging tray/carton. Returned with the sample were supplied kit com-ponents including 40cc inflation driveline tubing, 2 (two) 0.025" guidewire, teflon sheath, 2 (two) dilator and a pre-dilator; no damage or abnormalities were noted to the returned components. Upon return, the teflon sheath was noted on the returned iabc; liquid blood was noted within the sheath sidearm. The one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen was noted broken within the flex-tip assembly area at approximately 5.9cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation. The results are consistent with the previously noted broken central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 5.9cm from the iabc distal tip, which is the location of the previously noted damaged/broken central lumen. Some blood noted on the guidewire upon removal. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 77.1cm from the iabc luer end, which is the location of the previously noted damaged/broken central lumen. Some blood noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "center lumen of the balloon fracture" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken in the flex-tip assembly area near the iabc distal tip. The damaged central lumen allowed blood to enter the helium pathway. The iabc bladder was fully intact with no damage noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The probable root cause of the complaint is undetermined. A corrective and preventive action (CAPA) has been initiated to address the issue.